Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event consisting of two shocks while in a rehabilitation facility. Elevated heart rate contributed to the false detection. The pt was reportedly conscious and pressed the response button intermittently. The pt remained in the rehabilitation ctr and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the rehabilitation facility. There is no info to suggest that the pt sustained a serious injury. The pt continued use of the lifevest. Device evaluation was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 07/2013. Electrode belt (B)(4): 04/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4).